Manufacturer narrative:
During failure analysis it was also noted that a piece of bur was broken in the driveshaft.

Event description:
It was reported that the bur guard was broken. There was no pt involvement; no adverse event was associated with the device.